Manufacturer narrative:
Correction to d4 from: lot # x4636, expiration date 20-jun-2026, unique identifier (UDI#) (B)(4). To: lot # x4364, expiration date 07-may-2026, unique identifier (UDI#) (B)(4) correction to h4 date of manufacture from: 20-jul-2023 to: 15-jun-2023. H6 investigation conclusion from 4315 to 11. Originally evaluated as (2) packs received for lot x4636, only one pack was returned for lot x4636. The label on one pack was misread and should have been evaluated on lot x4364 no change to the evaluation. Manufacturing and sterilization records for lot x4364 were reviewed and found to be acceptable. The sample is being sent to the vendor for evaluation. This investigation is ongoing. Related reports: 0001920664-2023-70097, 0001920664-2023-70099.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the assembly dirty with fluid in the lines and collection cassette. A functional test was performed using a stellaris elite system. The collection cassette was captured and recognized by the system. The assembly passed the self -vacuum test, primed, irrigated and aspirated as intended. A review of the device history record did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined. No corrective action required. Related reports: 0001920664-2023-70097, 0001920664-2023-70099.

Manufacturer narrative:
UDI related data quality updates only. The UDI is being corrected due to a typographical error in the UDI-di.

Manufacturer narrative:
The vendor''s visual exam of the returned product found no defects. In-line leak testing was performed and the tubeset passed. The root cause can not be determined. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Correction to d4 UDI from: (B)(4). Related reports: 0001920664-2023-70097, 0001920664-2023-70099.

Manufacturer narrative:
Manufacturing and sterilization records were reviewed and found to be acceptable. Investigation is ongoing. Related reports: 0001920664-2023-70097, 0001920664-2023-70099.

Event description:
A user facility in france reported that the chamber collapsed during irrigation and aspiration. The irrigation stopped working after entering the eye. The procedure was delayed and ultimately completed two days later. The patient outcome is fine.